Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery during a bolus. The blood glucose reading was 400 mg/dl. The cannula was not bent or kinked. The customer changed the set and received another alarm and stated that the cannula again was not kinked. The customer treated with a manual injection. The customer was assisted in performing a fixed prime and stated that insulin did not exit and that the insulin pump alarmed. The customer was advised to disconnect and reconnect the reservoir and tubing and to push insulin through the tubing manually, and insulin did exit. The customer was advised to run another manual prime and the insulin pump alarmed again. The insulin pump passed the displacement test. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.